Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication was attributed to use error. The surgeon stated that the bleeding was due to excessive dissection of tissue. A follow-up MDR will be submitted if additional information is received. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found to the instrument release kit (irk) port. A review of the logs shows the use of the irk on the instrument. There was no problem detected in relation to the alleged issue. Additional observations not reported by the site that are not related to the customer reported complaint were also identified during product analysis. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root of frayed grip cable is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were (B)(6) in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions to the instrument main tube is typically attributed to user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. It was confirmed from the system logs that the grip release tool was used on the maryland bipolar forceps (mbf). Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. This complaint is reportable due to the following: during a da vinci-assisted surgical procedure, the patient experienced bleeding from an area near the celiac artery. Although the bleeding amount was described as "minor," the surgeon converted the procedure to open to control the bleeding. A clip was placed at the source of bleeding. There was no allegation of a malfunction of a da vinci product causing/contributing to the injury. The surgeon confirmed that there was no malfunction of a da vinci product and attributed the cause of the bleeding to excessive dissection of tissue. Moreover, failure analysis showed that the instrument opened and closed properly and moved intuitively with full range of motions in all direction. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information is not available. Are not applicable.

Event description:
It was initially reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted total gastrectomy procedure, bleeding from an unspecified blood vessel occurred. The surgeon used the maryland bipolar forceps (mbf) instrument to stop the bleeding. The procedure was converted to open surgery to stop the bleeding. There was no report of patient injury. Isi followed up with the csr who obtained the following information from the surgeon on (B)(6) 2021: the bleeding occurred near the celiac artery when the surgeon tried to dissect tissue by using the mbf. The surgeon expected massive bleeding near the celiac artery and converted the procedure to open to stop the bleeding. As he was not at the surgeon console during the conversion of the procedure to open, he had to use the irk to release the mbf. The mbf jaws were not stuck on tissue. The bleeding was "minor," and the cause of the bleeding was attributed to excessive tissue detachment. The patient did not require a blood transfusion. There was no allegation of a malfunction of a da vinci product. Isi followed up with the csr who spoke to the surgeon and obtained the following information on (B)(6) 2021. The mbf did not slip or have any non-intuitive motion issues. It was unknown whether there were any anatomical factors that contributed to the injury, whether the surgeon was trying to dissect lymph nodes when the injury occurred, or whether the injury was a laceration or scrape. The surgeon already stopped the bleeding with the mbf before converting to laparotomy. The assistant then placed a clip on the source of bleeding during the open procedure. The amount of bleeding was less than 750 ml. The patient was not medically unstable, not admitted to a higher level of care, and did not require prolonged hospitalization due to the bleeding.